Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed breaking of the elevator wire at the distal end and disconnection of a pin which connected the wire to the forceps elevator. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an unspecified therapeutic procedure using the subject device, and the procedure was aborted. The intended procedure was completed using a substitute device two days after the event. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".